Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The bed deck had a broken weld at the hinge point between the knee and foot deck.